Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The information obtained from the device showed it failed a self-test on 11/29/2009 due to a low battery. There were two other self-test failures on 12/06/2009. The user was alerted to the problem by the green status led not flashing. The device was disassembled for investigation and during testing an abnormally high current draw was measured on the switching circuitry of the device. This was traced to a faulty q41 component on the printed circuit board. It is considered likely that this component has become faulty over time. The abnormally high current draw would have had the effect of depleting the pad-pak prematurely. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.